Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Upon investigation a new failure mode of insulation breach was discovered. Please see block g-4 for the updated awareness date. The product was returned and the failure mode was confirmed. During inspection of the sliding lock atraumatic grasper, 33cm double action, dings and scratches were noticed throughout the shaft of the device. Also noticed, was deep gash and the distal end of the device, which caused a piece of the insulation to break off from the shaft. The broken piece of insulation was not received with the device. The probable root cause/s could be normal wear, user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the sliding lock atraumatic grasper, 33cm double action, dings and scratches were noticed throughout the shaft of the device. Also noticed, was deep gash and the distal end of the device, which caused a piece of the insulation to break off from the shaft. The broken piece of insulation was not received with the device. The probable root cause/s could be normal wear, user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.